Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, pain, fever, visibility/palpability, edema, cyst and fever.

Event description:
Legal representation reported that a patient experienced ¿sensation of swelling and sharp pain in armpit¿, ¿ swollen lymph nodes in the armpits and in the neck¿, ¿painful glands, which were said to be normal-sized on ultrasound¿, ¿pain at the side of the breast and on top of the breast¿, ¿diagnosed with a breast cyst¿ , ¿feverish sensation¿, ¿left breast has a dent and appears to be emptying slowly¿ and ¿encapsulated¿. This report captures the left side. Device remains implanted.